Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the black box and alarm history revealed multiple consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on 09/09/2016. No voltage fluctuation was observed. There was no damage observed to the battery cap; the battery cap secured tightly to the pump. The battery compartment was found to be cracked. Moisture corrosion was observed in the battery compartment. The pump was powered on with audible and vibration alerts to a blank screen and the remaining steps for the reported temperature issue was unable to be adequately investigated. The pump¿s cover was removed; further moisture ingress was found to the display screen connector, to the printed circuit board circuit (pcb) and the u39 component on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).